Event description:
It was reported that this patient presented to the emergency room after receiving shocks and having syncope. Review of the stored events revealed the patient to be in atrial fibrillation (af) with a rapid ventricular response. The patient received anti-tachycardia pacing for the af, which accelerated the irregular rhythm into ventricular fibrillation (vf). The patient received shocks, which converted the rhythm. The patient was started on an intravenous antiarrhythmic medication and was to see an electrophysiologist. This product remains in service. This report will be updated, should additional information be received.